Event description:
Around 12/15/96, the account ran a pt serum using the kit and got a negative result. The pt's menses was 2 1/2 weeks late and she was experiencing pink vaginal discharge. The pt was sent home. The pt returned on 2/11/97 and still had not had a menses. The physician repeated the test using serum and the kit. The result was negative so the pt was referred to the ob/gyn office for further evaluation. The pt tested positive for hcg using urine the next day at the ob/gyn office. The reporter is unsure what methodology is used at the ob/gyn office. The reporter stated the pt is pregnant but not sure how far along she is in the pregnancy.

Manufacturer narrative:
The returned reaction discs from the customer met acceptance criteria when tested in-house panels. Without the returned sample it cannot be determined if the complaint is sample related. Eval complete-final report.